Event description:
It was reported that the lead was bent upon opening the package. The physician used a ruler to measure, and the lead was bent 2-3 mm in the middle part of the lead. A new lead was used with no issues.

Manufacturer narrative:
(B)(4).